Manufacturer narrative:
Concomitant medical products: 501da20 heart valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, high and varying impedance and noise. The rv lead was inactivated and a leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.